Event description:
It was reported that during a percutaneous coronary intervention of a calcified lesion, crossing difficulties were encountered. The shaft of the catheter broke while attempting advancement and was removed without incident. No pt injuries or complications were reported.